Manufacturer narrative:
(B)(4). The customer reports the patient was revised to address recurring dislocation. Doi (B)(6) 2011 - dor (B)(6) 2011 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
Patient was revised to address recurring dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.